Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of a "system error 322" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 322" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is rec'd, a f/u will be sent. The spectrum upper auxiliary sub-assembly and processor printed circuit board were replaced.